Event description:
It was reported that the lead was revised. The reason for revision was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.